Event description:
Patient in labor with fetal scalp electrode. Significant amount of artifact present on tracing. Staff turned the "decg logic" on (identified in the monitor as artifact suppression on), which did not resolve the issue. Each contraction, especially during pushing stage, had a signal loss that prevented staff from seeing the decelerations with contractions. Also contributing to the problem with tracing interpretation was the paper drawer jamming and staff being unable to resolve this problem. Consequently, they did not have a continuous paper tracing to review. Philips has said that the paper tray does jam if not closed properly (they specify the drawer must be closed using a 2-thumb method). However, it is unlikely that this would have resolved the problem given the number of times the paper drawer was manipulated to resolve the problem.